Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of 2 infusion sets cannula being kinked on 17-jan-2024, the site of insertion was at abdomen. The event occured after 3 hours of insertion. The blood glucose level of the patient was 173 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.